Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of greater than 500 mg/dl with large ketones. The customer suspected the site may have caused the elevated bg, however no issues were observed with the site or infusion set. The customer took a manual injection and changed supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.